Event description:
Patient's revision surgery was postponed from the originally planned date of (B)(6) 2012 and performed on (B)(6) 2013.

Event description:
It was reported that revision surgery was performed due to a soft tissue reaction.

Manufacturer narrative:
(B)(4).